Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. A pump data log was performed, and tandem technical support determined that the control iq software was turned off. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer understood and acknowledged. Reportedly, customer continued to use the pump for insulin therapy.